Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. Investigation revealed that the keypad was worn, which has no effect on insulin delivery. During testing, the intermittent responsiveness of the keypad buttons was not confirmed or duplicated. All of the keypad buttons responded appropriately. There was evidence of contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and reported the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.